Event description:
Per the pt's clinic, the pt has experienced dizziness and nausea which persists when the device is turned off. Results of an integrity test (B) (6), 2004 indicate 4 malfunctioning electrodes. The clinic is recommending an reimplantation, however, surgery has not been scheduled at the date of this report, june 2, 2009.